Event description:
It was reported that the impedance and threshold readings on the pace/sense portion of the right ventricular (rv) lead had been increasing over recent months. A fracture was suspected. The pace/sense portion of the rv lead was capped and a new rv pacing lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg implantable cardioverter defibrillator 2010-(B)(6). (B)(4).